Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The physician was advancing the penumbra system separator flex 032 and noticed an increase in friction and had trouble advancing the separator. The physician removed the separator from the catheter and noticed a kink approx 10 inches from the proximal end. The physician replaced it with another separator and finished the case without incident. The physician did not recall when the kink occurred and had not noticed a kink in the separator prior to this.